Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 30s mg/dl. The customer stated that she drove to the store while having low blood glucose. The customer stated that she was assisted by the store's employee while another person called the paramedics. Troubleshooting was performed. The customer's most recent glucose reading was on the 300s mg/dl, and she has treated with juice. The customer has an appointment and troubleshooting was not complete. No further information was provided.